Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product returned to verify or replicate the complaint. A review of the end user's ordering history revealed that there have been three (3) part numbers ordered since july 2022: st23dn90nsc160n, su22cn95nsc125n, and su22gn95nsc040n. It appears 125n could have been a re-order for 040n, but the order was sent with a template instead of a re-order number so a new part number was created even though it is the same configuration. Manufacturing measures the shaft length by straightening the tube and measuring along the centerline. There is a discrepancy between how manufacturing measures the length and the complainant. The end user has received five custom trachs with an 81mm length (measured from the centerline) with no issues; the complaint is for the last lot (two devices) with an 81mm length (measured from the centerline). A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are planned by the manufacturing site currently. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly.

Manufacturer narrative:
B3: date of event. D4: UDI section, lot number, expiration date. H4: manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, while in use with a patient. The device was found too long. When measuring, the cannula was found to be 1 cm too long, 91 instead of 81 mm. The cannula was not comfortable to insert. As a result, the cannula was not usable. No adverse affects or patient injury were reported.